Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, 23x3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified right coronary artery (rca). Following the insertion of a .5,6fr non-bsc guide catheter and a pt2 ms guide wire, a 3.00mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to pre-dilate the target lesion. Upon first inflation, the balloon ruptured at 12 atmospheres. The device was removed and no segment of the device was detached inside the patient. The procedure was then completed with a 2.5x15mm maverick balloon catheter. No patient complications were reported and patient's status was stable.